Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the belt connector was detached from the monitor case which damaged internal connector wires. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is the damaged belt connector. The root cause for the damaged belt connector cannot be positively identified but is likely excessive force placed at the belt connector. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.